Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that difficulty removing the burr occurred. The stenosed target lesion was located in the calcified right coronary artery. A 1.25mm rotalink¿ plus was used to treat the target lesion. During the procedure, the burr was able to pass the first lesion easily but when it was advanced to the second lesion resistance was felt. An attempt was made to remove the burr, however the physician was unable to. The burr was activated but it failed and a strange noise was heard. It was then decided to remove the entire system including the guide catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was returned in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. A guidewire was returned running through the device. The burr was detached from the coil of the catheter. The device could not be wet tested due to the detached burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that difficulty removing the burr occurred. The stenosed target lesion was located in the calcified right coronary artery. A 1.25mm rotalink¿ plus was used to treat the target lesion. During the procedure, the burr was able to pass the first lesion easily but when it was advanced to the second lesion resistance was felt. An attempt was made to remove the burr, however the physician was unable to. The burr was activated but it failed and a strange noise was heard. It was then decided to remove the entire system including the guide catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.